Event description:
It was reported that the patient presented to clinic on (B)(6) 2025 for further evaluation of their mobile power unit (mpu) which was reported to have been experiencing intermittent alarms. The patient stated the first alarm occurred the week of (B)(6) 2025 while lying in bed. The green light had remained illuminated and there were no alarms on their system controller at the time but the mpu had a continuous audio tone. The patient switched to batteries and unplugged the mpu power cord, and the alarm subsided. The patient continued to use the mpu without issue until the week of (B)(6) 2025 when a similar episode occurred. The patient also stated they had an issue where they were not connected to the mpu, but the mpu randomly alarmed. In clinic, the mpu was plugged in and the lights illuminated one at a time and then resumed the green power light as expected but there was a constant audio tone the entire time it was plugged in. The mpu was unplugged but the audio tone persisted and did not resolve until the aa batteries were removed. The aa batteries were replaced which did not resolve the issue. Low files were sent for review. There were pulsatility index (pi) events on interrogation, but no adverse alarms and a handful of power cable disconnects that appeared to be when the patient was switching power sources. There were no external power alarms noted. The patient had just received the mpu on (B)(6) 2025 as a replacement for their previous mpu which was included in the mpu field corrective action. The event log file captured routine events and the external equipment appeared to be functioning as intended.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Correction data: g3: PMA number added. H5: device not labeled for single use. H8: reuse. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of atypical alarms occurred on the mobile power unit (mpu) was not confirmed as the unit was not returned for analysis and review of the submitted log file did not reveal any issues. The submitted log file contained data spanning approximately 1 day (B)(6) 2025 per the timestamp). The data in the log file did not indicate any issues with the mpu. No atypical alarms were observed in the log file. The pump maintained a speed within the low-speed limit without issue throughout the timespan. The mpu was not returned for analysis. Multiple attempts were made to obtain additional information, including if any visual alarms were active during the event, if the mpu has a v-lock connector on the ac power cord, and if any products would be returned for analysis; however, no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records were reviewed and the records revealed that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 01dec2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (auditory and visual), and the actions to take if the issue does not resolve. Heartmate 3 IFU (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the system controller power cables. Additionally, heartmate 3 patient handbook section 10 entitled ¿safety checklists¿, instructs users to regularly inspect their accessories ¿ including their mobile power unit ¿ for damage, and to replace any equipment that appears damaged or worn. Patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.